Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a portion of the active blade broke off. Prior to the incident, there was no error tone detected. Unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.